Manufacturer narrative:
The reported field event of pocket erosion could not be traced to the device. The device was tested on the bench and using automated testing equipment, and no anomalies were found. All passes.

Manufacturer narrative:
Correction: b5, d6b, d9, h3, h6.

Event description:
Correction: there was pocket erosion noted on the implantable cardioverter defibrillator.

Event description:
Related manufacturer's reference number: 2017865-2021-29639, related manufacturer's reference number: 2017865-2021-29640, related manufacturer's reference number: 2017865-2021-29641. It was reported the patient presented remotely with several events of ventricular tachycardia. The patient's device was determined to be at eri and was replaced, and that the defibrillation shocks were unsuccessful. Upon surgery to remove the implantable cardioverter defibrillator, it was observed the right ventricular lead had externalized conductors, and was capped. The left ventricular lead had insulation fraying, and was repaired with medical adhesive. The right atrial lead had melted to the can, and was repaired with medical adhesive. The patient was in stable condition.